Event description:
Patient was revised due to left hip dislocation. The explanted implants were articulating with a hip resurfacing cup that was done in india. Date unknown. No additional information. There was no surgical delay. Doi: (B)(6) 2021 . Dor: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint #: (B)(4).